Manufacturer narrative:
B3: date of event is unknown. H3: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pc board should be replaced/repaired. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
While performing a review of the file it was determined that a system issue required a new complaint record be created. Per further review, there was no evidence of a reportable product malfunction. The customer indicated repair was needed for the printed circuit board with no indication of a reportable event. Per customer the issue was found during routine maintenance and no further information was available. The device was repaired by customer in house. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Please disregard any reports associated with file mrn (B)(6).

Manufacturer narrative:
H6: evaluation codes. Product was not returned and no photographic evidence was provided to aid in this investigation. As a result, a complaint investigation/product evaluation and problem confirmation could not be performed. Based on review of service history and information provided by the customer, we are unable to determine a probable cause as the device was not returned for evaluation. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.